Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen after being dropped during bicycling, which affected use and led to elevated blood glucose values up to 310 mg/dl for a few hours; the user switched to multiple daily injections as backup and continued cgm via dexcom. Symptoms included hyperglycemia. Outcomes included temporary medical management at home without professional intervention. Investigation included complaint review, product history review, evaluation of returned device, with user education on return, data sync, shutdown, and restart procedures. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was due to user-induced physical damage and not a device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.